Manufacturer narrative:
Device received with broken off end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify compromised force sensor system alarm due to broken off end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm as well as prime rewind. The customer¿s blood glucose level was 187 mg/dl. Troubleshooting was performed for prime rewind. The customer also stated that the bottom of the pump was coming loose. The product will be returned for analysis.